Event description:
It was reported that when using the bd pyxis¿ es server system had an error message stated that data download had failed and instructed to clean up any partial data. The customer stated that there was a delay in patient care.however, there were no adverse events or injuries reported based on this event

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the system had an error message stated that data download had failed and instructed to clean up any partial data. A technical support specialist (tss) reported that timeout values were increased in the server data synchronization configuration file to enable the load device to complete full synchronization. The tss confirmed that the adjustment allowed the synchronization process to complete successfully. The system functioned as intended after the technical support specialist troubleshot the issue.